Manufacturer narrative:
One of the two coulter lh 750 hematology analyzers was misreading the sample barcode identification numbers. Sample barcode identification labels were not provided. Checksum digit feature of the coulter lh 750 hematology analyzer was disabled. The field svc engineer replaced the bar code reader, performed a read rate test, and ran several dozen pts with no issues. The fse also advised the customer to use the checksum feature of the coulter lh 750 hematology analyzer. There have been no other sample identification misreads since svc repair. Root cause may have been related to the bar code reader that was subsequently replaced, in addition to the checksum digit was disabled. Per product labeling, beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks of read accuracy. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR represents event 2 of 4 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00967, MDR 1061932-2011-00969, MDR 1061932-2011-00970.

Event description:
Customer reported sample misidentification occurred when using the coulter lh 750 hematology analyzer. Customer reported four occurrences of sample misidentifications. These four sample identification misreads were associated with "no match" errors. The customer identified the sample identification misread occurrences when following their procedure to routinely review the sample identification number prior to the release of test results for each sample. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 4 events reported by this customer for sample misidentification over four different dates.